Manufacturer narrative:
The device was received fully deployed. No bends nor kinks were observed to the soft cannula. An 0x34 alarm and timeouts was observed in the data. No drive stalls were observed in the data. The device was reset and rerun. An 0x40 alarm and a drive stall were observed in the rerun data. No timeouts were observed in the rerun data. The cause of the original alarm could not be determined.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. For: omni pod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package.